Event description:
It was reported that the ventilator was not cycling. The case had also been damaged. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause was that the device was mishandled and dropped. The high pressure dump valve was re-tightened and manometer gauge was replaced to resolved reported problem. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.